Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed open sores under the lifevest. It was reported that the patient was bedridden and their skin was rubbed raw by the lifevest. The patient was seen by a nurse who addressed wound care. It was reported during follow-up that the patient's wounds were slowly healing. There were no allegations of a device malfunction contributing to the irritation.